Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing high capture thresholds. Surgical intervention was performed to reposition the lead, and all values were within normal range. The physician verified that the helix was extended via fluoroscopy. The patient remained stable during the procedure. No additional adverse patient effects were reported. This lead remains implanted and in service.